Manufacturer narrative:
(B)(4). Concomitant medical products: 00630505032, xlpe liner standard 32 mm, 60970664, 00801803202, cocr femoral head, 60988020, 00620005022, shell porous with cluster holes 50 mm o.d., 60981742, 00625006520, bone screw self-tapping 6.5 mm dia. 20 mm length, 60970304, 00625006520, bone screw self-tapping 6.5 mm dia. 20 mm length, 60965141, 00771300700, modular femoral stem press-fit plasma, 60867834. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. . Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-07674, 0002648920-2017-00674. Product location unknown.

Event description:
It was reported by the patient¿s legal counsel that the patient underwent right total hip arthroplasty. Subsequently, the patient underwent a revision procedure due to polyethylene wear and osteolysis. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Reported event was confirmed by review of the provided photos and revision op notes. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the patient¿s legal counsel that the patient underwent right total hip arthroplasty. Subsequently, the patient underwent a revision procedure due to polyethylene wear and possible trunnionosis. During the procedure, acetabular osteolysis observed.